Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during interrogation the device showed no pacing and an elective replacement indicator tripped on (B)(6) 2009. It was also reported that the complainant could "feel a vibration over the pacer when he places his hand over the device". Caller inquired if the device gives a percentage pacing. The device is still in use. No patient complications were reported as a result of this event.